Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 45 mg/dl before dinner. Her blood glucose level was 110 mg/dl after dinner. Troubleshooting was declined. Her low blood glucose level was due to the yard work she was doing. The device was not returned.